Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the axillary puff, bra roll and flanks using a cooladvantage petite curve applicator, on (B)(6) 2018 to the upper abdomen, mid-lower abdomen, bra roll and pubic bone using cooladvantage petite curve, core and fit applicators (locations for each applicator used were not reported) and on (B)(6) 2019 to the mid-lower abdomen using a coolsmooth pro applicator. The patient developed paradoxical hyperplasia in the mid-lower abdomen on (B)(6) 2019 and was diagnosed on (B)(6) 2019. Pah was described as an increase in abdominal girth.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the axillary puff, bra roll and flanks using a cooladvantage petite curve applicator, on (B)(6) 2018 to the upper abdomen, mid-lower abdomen, bra roll and pubic bone using cooladvantage petite curve, core and fit applicators (locations for each applicator used were not reported) and on (B)(6) 2019 to the mid-lower abdomen using a coolsmooth applicator. The patient developed paradoxical hyperplasia in the mid-lower abdomen on (B)(6) 2019 and was diagnosed on (B)(6) 2019. Pah was described as an increase in abdominal girth.